Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/06/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump powers on to the verify screen with functional vibratory alarms; there were no audible tones observed during testing. Investigation revealed a damaged connection between the piezo disk and the contact pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
Patient reports that pump's sound is not working; noticed this issue (B)(6). All tones are set to high. During troubleshooting, vibratory function was reportedly not working. This is reported due to the allegation that audible and vibratory alarm functions of the pump are no longer working correctly.